Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. As the physician attempted to insert the taxus express2 2.75x28mm drug eluting stent, the hypotube fractured. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.